Event description:
It was reported that the customer had a button error and a keypad anomaly on the insulin pump. Customer's blood glucose level was 176 mg/dl. Customer stated that the pump got wet in the swimming pool. Customer stated that the buttons were not responding. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
No button error alarm was noted. All of the buttons functioned properly and no damage was noted to the keypad assembly. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window. No moisture damage was noted on the electronics, motor, vibrator motor or battery tube assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.